Manufacturer narrative:
Medtronic received the following information obtained from the journal article entitled; repair of tevar-associated type a dissection in the elderly is possible with reasonable morbidity and mortality kornberger a., petar r., el beyrouti h., khalil m., burck I., halloum n., beiras-fernandez a., vahl c.-f. Vascular and endovascular surgery (2018) 52(6) 405-410 doi: 10.1177/1538574418767545. Exact date of implant unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft system was implanted in a patient for the endovascular treatment of a endovascular treatment of a ruptured type b thoracic dissection on an unknown date. It was reported that during the index procedure after 3 valiant stents were implanted a transesophageal echo performed revealed a retrograde type a aortic dissection with pericardial effusion and impending rupture of the ascending aorta. Due to the patient's medical condition limited cardiac surgical intervention was performed where wrapping of the ascending aorta was completed using another manufacturer's device. The patient was transferred to ICU in severely compromised state. The patient experienced post-operative bleeding, bilateral cerebral infarction, left hemorrhage, reduced alertness, staphylococcal pneumonia with respiratory failure and acute renal failure. After ICU stay of 40 days the patient experienced neurological recovery and regained renal function and was discharged to a nursing home. Per the physician, the cause of the event is unknown. No additional clinical sequelae were reported and the patient will be monitored.